Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy and has an alternate method if necessary.